Event description:
Title: pretibial abscess associated with instrumentation-specific infection after anterior cruciate ligament reconstruction: a case report. This report highlights the importance of investigating instrument-specific infections when infection rates unexpectedly rise. Between january 2022 and june 2023,a total of 6 cases of pretibial abscesses from 364 acl reconstructions. The inflammatory tissue and purulent secretions around the tibial tunnel were completely removed, and the polyester non-absorbable nylon sutures (ethicon) were easily extracted. There were 4 males and 2 females with a mean age of 28.6 years (range: 18¿46 years). The mean duration follow-up was not reported. Reported complications: nylon sutures (ethicon): (n=1) case of had burkholderia cepacia infection treatment: underwent debridement. In conclusion, reamer was designed to accommodate small-diameter guide pins as there were no brushes with a small enough diameter for cleaning and disinfection, allowing the bacteria to survive under strict sterilization conditions.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: j isakos. 2025 jun;12:100893. Https://doi.org/10.1016/j.jisako.2025.100893. Epub 2025 may 5. Pmid: 40334843.